Event description:
The manufacturer became aware of a user alleging hospitalization due to her dreamstation 2 machine not working from water ingress. The user reports severe arthritis and copd, and spilled water in her machine leading to a service required error message. The user alleges she cannot breath without her machine and was admitted to the hospital overnight. User is requesting her original dreamstation device back due to the fact it is easier for her to fill her water chamber without spilling. The user was discharged the next day. The device has not yet returned for evaluation. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer became aware of a user alleging hospitalization due to her dreamstation 2 machine not working from water ingress. The user reports severe arthritis and copd, and spilled water in her machine leading to a service required error message. The user alleges she cannot breath without her machine and was admitted to the hospital overnight. User is requesting her original dreamstation device back due to the fact it is easier for her to fill her water chamber without spilling. The user was discharged the next day. The device has not been returned to the manufacturer for investigation. The user was called and she stated she now uses the machine without issue. It appears it was initially a user error spilling water into her machine. This is a final report. The manufacturer concludes no further action is needed at this time.